Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "cassette not attached properly". There was unknown patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. B5: it was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: date received by manufacturer. 11/20/2024 one device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed. Functional and visual testing performed and found the device does alarm cassette not attached on the screen. The downstream occlusion seal has moderate bubbling. The probable cause of the reported problem is the defective downstream occlusion(dso) sensor. The downstream occlusion(dso) sensor was replaced.